Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The evaluation determined that the reported fault was due to physical damage between the power connecter plug and main pcb. The main pcb was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed had a charging issue. There was no patient harm or serious injury reported as a result of this incident.